Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from august 25, 2020 - august 26, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not infuse correctly and resulted in an under infusion. The device had been filled with 4200 mg fluorouracil in 230 ml sodium chloride. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.